Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had been in the 40's without the threshold suspend. The customer also had a high blood glucose reading of 433 mg/dl. The customer changed the site, set and reservoir and later that day the blood glucose had dropped to 55 mg/dl. The drive support cap appeared normal and recessed. The customer reported that the cannulas had been straight and declined further troubleshooting. The customer was advised to monitor the issue and contact a health care professional.